Event description:
N/a.

Manufacturer narrative:
Updated data: a2, a3, b4, g3, g6, h2, h10.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code:70000) it was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) gone to stand by mode. Patient harm is unknown but there were no reports of death. Customer stated that a standby mode event occurred on the machine and the nurse pressed start and found that the balloon was working. Shortly after, the machine occurred in standby mode again. Customer did a basic check of the machine. Printed out "list of recent alarm" from the machine and found that there was an iab catheter restriction during the time it was in use. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while transferring the patient from the ccu to the cath lab room, a standby mode event occurred on the machine and the nurse pressed start and found that the balloon was working. Shortly after, the machine occurred in standby mode again.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.